Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, the pump exhibited two "no disposable" alarms within first 24 hours. Infusion type: 80 to 106 ml 46 hour 5fu infusion. Guidance provided on priming and not to exceed 106 mls per 100ml cassette. No adverse patient effects were reported. Per reporter no additional information is available at this time